Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing. Additionally, high shock impedance measurements were noted. An x-ray was performed and it was found the system was not in an optimal position. An invasive procedure was performed. The system was explanted and successfully replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.